Manufacturer narrative:
The subject device has not been returned to olympus to date. However, the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus (obl) was informed that the customer visera 4k ultra high-definition camera control unit had a ¿no image¿ issue during an unspecified event. The customer reported no adverse event and no further information was provided.